Event description:
It was reported that bd unknown syringe particulate noted in the syringe. The following information was provided by the initial reporter: pharmacy dispensed cefazolin 2gm / sw 20ml compounded syringes 8hours on (B)(6) 2023. On (B)(6) 2023, patient called after administering two doses and stated that there was particulate matter in the syringe. She did not take any more of the doses and elected to report to the ed for continued treatment of infection and to be set up with alternative home infusion company. Upon retrieval of some of the original order from the patient on (B)(6) 2023. Particulate matter was noted in one of the syringes. Patient was medically ready for discharge to home on (B)(6) 2023 per hospital records.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. The lot number 3003kfrblb provided cannot be verified in without a material number.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was particulate matter in the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a clear solution that has multiple air bubbles. No other defects or imperfections were observed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.